Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that they were unable to use their fov preview button on the pendant. No further details were provided. There was no patient involved. Additional information received, it was reported that , the site called back reporting that it was user error and that the system was operating properly.